Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture and fluid leak issues as no objective evidence was provided for the review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a catheter placement procedure using a hickman/leonard/broviac central venous catheter. After some time, the broviac catheter was found to be broken and leaking, which necessitated the use of a repair kit. Reportedly, the catheter was replaced completely. There was no reported patient injury.